Event description:
The reporter stated results of two blood glucose tests. Alleged results were 193 and 130 mg/dl. No info on timing or test technique was provided. Reporter did not not have any symptoms. Control solution testing was not done due to unavailability of supplies. No harm was alleged. Follow-up attempts to contact the reporter for add'l info have not been successful.